Event description:
The customer reported the system gives workstation fatal error and gib disconnect errors. The system needs a system interface and image processor.

Manufacturer narrative:
The ge service rep replaced the system interface and image processor. System is now able to perform x-ray functions as intended, and does not shut itself off.